Event description:
It was reported that while the anesthesia workstation was used for treatment, the fio2 was lower than set. Alarms for high pressure were found in logs. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer. No fault was found. However, the customer reported that the issue with fio2 low had occurred prior to this and it was therefore decided to remove the system from clinical use and return the system for investigation. The investigation of the returned anesthesia system included system checkout tests, test in different ventilation modes and with different parameter and o2 concentration settings and tests of the gas modules in attempt to find any deviations in the system. No fault could be reproduced. Evaluation of the system device logs shows that successful system checkouts have been performed prior to and after the reported event. The technical log has no recordings for these dates which indicate the absence of technical malfunctions in the system. The log shows that treatment has been performed on infant patient category with the gas mix set to o2/air. Alarms for fio2 low and also some alarms for airway pressure high were generated. The fresh gas flow had been set to a higher flow than the delivered minute volume which means that only fresh gas is delivered to the patient and the measured fio2 should have been close to the set o2 concentration. The alarms for fio2 low and airway pressure high can be confirmed in the log but the root cause of these alarms cannot be determined. The investigation performed in this complaint has not been able to reproduce or determine the root cause of the o2 concentration deviations. It was decided to preventive replace the parts that possible can be involved in this issue before the system was returned to the customer. All four gas modules and the patient gas analyzer in the system were replaced and the system was function tested with approved result. No further complaints related to this issue with this anesthesia system have been received which indicates that the preventive replaced parts solved the reported issue.

Event description:
Manufacturer's reference #: (B)(4).